Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed and evidence of corrosion visible through the top and bottom housings. Opening the pod revealed corrosion on the top and bottom batteries, the pcb assembly, the linkage assembly, and the mechanism rail swage. Initial attempts to download the data from the pod were unsuccessful as the battery voltages of all three batteries were measured to be lower than expected. An external power supply was used to download the data. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula 0.267 in. From the nailhead, resulting in an internal leak. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. The internal leak contributed to the observed corrosion and prevented the proper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that despite delivering boluses, the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours on the arm. As treatment, pod was removed and manual injections of insulin was delivered.